Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was impedance failure in the leads. There were impedance measurements of greater than 4000 in the leads on (B)(6) 2011. The leads and implantable neurostimulator were replaced on (B)(6) 2011. It was noted that the etiology was related to the device or therapy and not related to the implant procedure. It was reported that signs and symptoms included lack of efficacy and the severity was mild. The event resolved without sequelae on (B)(6) 2011. Three weeks later, it was reported that efficacy was reduced from therapeutic level. Signs and symptoms included increased urgency, frequency, and incontinence. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 3889-28 lot# v510026, implanted: 2010 (B)(6), explanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).